Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed which indicate fracture and dislodgement of the right ventricular lead as the root cause of the issue. A lead replacement has been scheduled for the near future.

Manufacturer narrative:
Amendment: additional information was received detailing that x-rays were performed which indicated the root cause of the issue was the lead. Due to fracture and dislodgement of the lead. There is no indication that this device exhibited a product malfunction. Ghs. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Amendment additional information was received detailing that x-rays were performed which indicated the root cause of the issue was the lead. Due to fracture and dislodgement of the lead. There is no indication that this device exhibited a product malfunction. Ghs. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements on the right ventricular channel, due to this, a lead safety switch was triggered. Further evaluation and reprograming options were discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed which indicate fracture and dislodgement of the right ventricular lead as the root cause of the issue. A lead replacement has been scheduled for the near future. This device was explanted, replaced and returned to boston scientific due to normal battery depletion.